Manufacturer narrative:
The customer's test strip (1 test strip) was returned for investigation and was tested using a retention meter with a high level control sample compared to retention strips. Testing results (qc range = 2.6 - 3.2 inr): returned strip: qc 1: 2.9 inr. Retention strips: qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 3.3 inr. The laboratory result was 2.5 inr. The laboratory result was taken 1 hour after the meter result. The patient¿s therapeutic range is 2-3 inr.